Event description:
It was reported the handpiece was about to be used during an unknown procedure. The device failed prior to surgery by emitting a solid tone when foot pedal was depressed. Another device was used to complete the case. No pt consequence.